Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 234 mg/dl, 80 mg/dl, 65 mg/dl, 71 mg/dl, 200 mg/dl, 230 mg/dl, 38 mg/dl and 70 mg/dl. The customer declined troubleshooting. The customer was treated with orange juice and a bowl of cereals. Customer reports they did not receive a sensor updating. Customer reports they did receive a calibration not accepted alert. The insulin pump and reservoir will not be returned for analysis.